Event description:
Distributor contacted raumedic sales employee by email relating to the following information. On the first day upon implantation of the catheter neurovent-pto plausible icp values dropped down. The surgeon believed that the readings might be incorrect. The catheter was explanted and returned for further investigation. The patient was extubated and the condition was stable.

Manufacturer narrative:
We have received and investigated the catheter neurovent-pto e8201192. The zero point is at +1.6 mmhg, which is within the default limit of max. +/2.8 mmhg. The circuit board shows heavy residue of dried moisture. This has led to inaccurate zero point display for the user (see picture). Now tht the moisture residue has dried, the zero value is correct. Cause of the error: accidental mishandling through moisture that has penetrated the plug. In addition, there is a lot of blood in the application area of the catheter. The cause is a missing sealing ring in the bolt. The user tried to seal and fix the catheter in place with sutures. Because of the missing sealing ring, the hold of the catheter in the bolt is highly insufficient. The user has probably lost the sealing ring while puncturing the dura with the dura opener (it dropped on the floor and was not sterile..._. It must be ensured here that the compression cap is not removed from the bolt during the puncture". Manufacturer statement: for evaluation of the malfunction DHR documents were reviewed. They demonstrate that the catheter (neurovent-p-temp, e8201192) met specification during manufacturing. Final inspection of returned catheter was carried out. Root cause analysis identified dried moisture on circuit board. Investigated catheter, with dried moisture, displayed normal zero point pressure value acc. To specification. Based on knowledge that the final inspection of the finished catheter was passed and the catheter was delivered with proper functionality, the moisture that has penetrated the plug caused assumedly the malfunction. Acc. To IFU the catheter plus must always be closed with the included protective cap to protect it against moisture, if cables are not connected.